Event description:
It was reported that the patient presented to the emergency room due to abnormal device function. Upon interrogation it was found that the pulse generator was programmed to vvi at 30 pulses per minute, with -data not read- displayed where the measured data should be. After programming the device back to vvi 70, the physician returned to find that it was again programmed to vvi 30 with -data not read- displayed. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Boston scientific crm received information that this device had reached end of life (eol) battery status. Eol was reached with a charge time of 30 seconds associated with a battery voltage of 2.57 v. It was alleged the device had depleted prematurely. The device was explanted and replaced. No adverse patient effects were observed.

Manufacturer narrative:
Final analysis confirmed the phantom programming when the telemetry wand was removed. The pulse generator would not return measured data due to multiple flipped bits. After the product code was downloaded, the device was at end-of-life (eol) due to normal battery depletion. After replacing the battery, normal function ensued.